Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this communicator triggered a red call doctor icon, related to an important event, occurring on the implanted device, not being able to be transferred from the communicator. No adverse patient effects were reported.